Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected and cannot wirelessly communicate. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the remote monitor had missed one or more nightly audits. The caller was educated on the correct setup and use of the monitor and was advised to move the monitor to the side of the bed patient sleep. The caller was educated on the daily wireless audit process and not to check monitor during audit timeframe. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.